Manufacturer narrative:
At this time product has not yet been returned and a valid lot or serial number was not provided for the for the strip. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the precision strips, no trends were identified that would indicate any product related issues. Dhrs (device history review) for the freestyle neo optium meter were reviewed and the dhrs showed the freestyle neo optium meter passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.